Manufacturer narrative:
Per good faith effort (gfe) response received november 24, 2025, the alarm that occurred was a 1105 "alarm led failed" alarm error, indicating that the alarm light was faulty. Based on this information, this is not a reportable event and was reported in error.

Event description:
Philips received a complaint by the customer on the v60 indicating that the nursing staff conducted a routine inspection on (B)(6) 2025, and the device operated as intended; however, the device suddenly triggered an alarm without any apparent cause on (B)(6) 2025 at 7:30 pm. After immediately conducting an inspection and not discovering any abnormalities with the device, the nursing staff promptly swapped out the device with a backup ventilator to provide treatment to the patients. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the nursing staff previously performed a routine inspection on (B)(6) 2025, and the device operated as intended; however, the device suddenly triggered an alarm without any apparent cause on (B)(6) 2025, at 7:30 pm. This investigation is ongoing.